Event description:
Approx 30 minutes into pt hemodialysis treatment the blood line and dialyzer were changed due to clotting in the venous chamber. A new blood line and dialyzer were set up and approx 30 minutes later a leak in the pump segment occurred that is described by facility staff as an "explosion". Treatment was discontinued. Estimated blood loss is 350cc and physician advised transfusion of one unit of blood at the pt's next scheduled treatment. Complaint sample was returned for investigation. Initial inspection of the complaint sample showed a tear approx one inch long in the pump segment, surrounded by an area of abrasion indicating an external source of friction. In addition, three pieces of paper coiling tape were not removed from the bloodline during treament. One piece of tape was located between the arterial chamber and the dialyzer connector and the tubing was folded over at that point. An althin 1000 dialysis machine was in use at the time of this incident. Dialyzer used was a fresenius f-8.